Event description:
It was reported that the physician could not remove the lead from the adaptor due to stripped set screws. The lead was cut, capped, and replaced. It was also reported that the header was damaged by the physician during explant due to practicing use with different ortho tools. The device was explanted and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. There were no anomalies found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression. There was visual analysis done only. (B)(4): the proximal segment of the lead was returned analyzed and there was blood/body fluid on the distal conductor (not obstructed). It was noted that the outer insulation had a cosmetic depression. Visual analysis was performed only.